Event description:
Meter name: one touch basic enhanced. Strip name: one touch test strips. Meter code: 6. Strip code: 6. Strip storage: stored correctly. Symptoms: no symptoms. The pt reported that the pt had to call the doctor due to high reading on the pt's meter. The meter allegedly was inaccurately high. The result on the pt's meter was 432mg/dl. There were no results from any other source. There was no comparison with any other device. The doctor changed the pt's medication. No further info has been reported.